Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation determined that the device was unable to power on when using internal battery was due to water damage and contamination in the pneumatic block and o2 sensor. The pneumatic block, o2 sensor and battery pack was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device did not power on when using the internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported battery issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the device unable to power on when using internal battery issue was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device did not power on when using the internal battery. There was no patient harm or serious injury reported as a result of this incident.